Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (5 mg/ml at 1.2 mg/day) via an implantable infusion pump. It was reported that the pump was flipping in the pocket. A pocket revision was performed. There were no environmental/external/patient factors that may have led or contributed to the issue. No symptoms were reported. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.